Event description:
Patient presented for lab draw and was directed to a draw room. When patient sat down in the draw chair, one of the chair legs collapsed, throwing the patient forward out of the chair onto the floor. She suffered skin tears with minor bleeding and an elbow contusion.